Event description:
Customer reporting testing false positive for sars several times while remaining asymptomatic. Customer communicated they have been pcr and other rapid antigen negative when quidel qv otc positive. (Report 1 of 3 results).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.